Manufacturer narrative:
This report is associated with argus case (B)(4), dr. Best hoch-tief. Dr. Best hoch-tief is marketed as sensodyne brand in the us.

Event description:
Almost choked [choking]. Nearly choked by a bristle/ bristles stuck in throat and mouth [foreign body in pharynx]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received gsk toothbrush (dr. Best hoch-tief) toothbrush (batch number (B)(4), expiry date unknown) for drug use for unknown indication. In (B)(6) 2016, the patient started dr. Best hoch-tief at an unknown dose 4 times daily. In (B)(6) 2016, an unknown time after starting dr. Best hoch-tief, the patient experienced choking (serious criteria gsk medically significant), foreign body in pharynx and pharmaceutical product complaint. Dr. Best hoch-tief was discontinued (dechallenge was positive). Rechallenge with dr. Best hoch-tief was positive. On an unknown date, the outcome of the choking and foreign body in pharynx were recovered/resolved and the outcome of the pharmaceutical product complaint was unknown. It was unknown if the reporter considered the choking and foreign body in pharynx to be related to dr. Best hoch-tief. Additional details: the toothbrush was bought on 30 april 2016. No additional information reported. Follow up information received on 08 june 2016: this report refers to (B)(6) female patient. In (B)(6) 2016, the patient started dr. Best hoch-tief at an unknown dose 4 times daily for 2 days. In (B)(6) 2016, an unknown time after starting dr. Best hoch-tief, the patient experienced foreign body in mouth and pharmaceutical product complaint. Dr. Best hoch-tief was discontinued (dechallenge was positive). Rechallenge with dr. Best hoch-tief was positive. Additional details: the patient nearly choked by a bristle/ bristles stuck in throat and mouth.